Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this pacemaker had presented to the hospital for a pocket revision, after losing a significant amount of weight post-bariatric surgery. When the patient was monitored, it appeared that the pacemaker was not functioning. The device could not be interrogated with a programmer; therefore, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. The no telemetry condition was confirmed. The device case was opened and the battery was replaced with an external power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a degraded low-voltage capacitor, causing the reported field observations.

Event description:
--